Manufacturer narrative:
Examination of the returned pfc stem trial extract and pfc flut tib rod trl 150x12 confirmed the reported breakage. The fractured piece of the extractor is lodged in the threaded portion of the stem trial. The reported tibial impactor was returned and evaluated in a separate complaint. A database search found other reports of stem extractor fracture where the root cause was misuse due to levering the device from side to side. Based on previous investigations as well as the reported event description, the root cause is being attributed to misuse. Based on misuse as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial got stuck in the patient. The surgeon put the threaded stem extractor on the stem trial and tried banging out with the tibia fb impactor. The impactor and extractor broke.